Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during thr surgery, a polarstem modular head for 21000662 broke while handled outside the patient, and no pieces fell into the surgical site. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
Section h3, h6: it was reported that, during total hip replacement (thr) surgery, a polarstem modular head for 21000662 broke, no pieces fell into patient. Device outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed. The device intended for treatment has been returned for further analysis. Upon visual inspection, the reported failure mode with fracture leading to broken-off parts could be confirmed. The broken-off parts were not returned and their disposition is unknown. A complaint history review was performed. One additional complaint regarding the batch in question has been found with the same reported failure mode. The production documentation was reviewed, no deviations from the standard manufacturing procedure were found. A review of the risk management documentation verifies the failure mode and severity of the reported issue. A review of past corrective actions was performed. No further escalation is required. The relationship between the reported event and the device was confirmed. Based on the performed investigation, the root cause could not be determined conclusively. Normal wear and tear through repeated impaction as well as miss-use of the device are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. We remind to follow our document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19) where all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Smith + nephew will continue to monitor the device for similar issues. The returned device will be scrapped.